Manufacturer narrative:
A steris service technician inspected the loading car and determined that the wheels and rack bearings were worn. The technician replaced the wheels and rack bearings and returned the loading car to service; no additional issues have been reported with the loading car. The loading car is not serviced by steris and is maintained by the user facility's maintenance staff. The loading car's operator and maintenance manual contains the following caution on page 1-1: " to avoid equipment failure, restore all bearings during lubrication and repacking". An in-service training was performed (B)(4) 2011, on the proper use, operation, and maintenance of the loading car.

Event description:
The user facility reported that while the employee was placing the loading car into the sterilizer, the wheel assembly fell off. The employee attempted to hold the loading car to prevent it from falling and in the process injured her shoulder and neck. Requests for further information about the employee's condition and prognosis have not been fulfilled by the user facility.